Event description:
The patient¿s ipg was explanted on (B)(6) 2020. A new ipg was implanted and therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg became inoperable after not being placed into surgery mode and exposed to monopolar electrosurgery during an unrelated surgery. The patient¿s ipg will be replaced on a later date.